Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hub on the device had separated from the shaft. A replacement unit was used to complete the procedure. The hosp did not report any patient complications. Four days later, it was observed during the failure analysis that the blade had bent over the electrode. "Blade bent over the electrode" is a reportable malfunction.

Manufacturer narrative:
Investigation details: the investigation shows that the hub end of the bisector has separated from the shaft of the device. Further investigation was not possible since the bisector blade was hung-up on the elements. The complaint for hub separated from the shaft is confirmed.